Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that prior to their initial programming appointment, the deep brain stimulation (dbs) patient had a seizure at a restaurant and went to the emergency department. The patient has fully recovered and was doing well postoperatively.